Event description:
It was reported that the tandem-provided charging supplies began burning or melting resulting in the charging cable to melt inside the usb charging port. The customer experienced an elevated blood glucose (bg) level of over 500 and diabetic ketoacidosis. Cause was not known. A manual insulin injection was administered bedside to address bg level. Customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery burning or melting issue was verified. However; a non-tandem charging cable was returned and will not be investigated for being a non-tandem accessory. In addition, the wall adapter was not returned for investigation. The information will be used for tracking and trending purposes.